Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.6 cm diameter abdominal aortic aneurysm approximately 38 months ago. The aortic neck was 27 mm in diameter and 40 mm in length, with an infrarenal angle of 10 degrees. The distal aorta was 46 mm in diameter. The distal diameter of the right iliac artery was 17 mm, and the left was 15 mm. The diameter of the right femoral artery was 10 mm, and the left was 11 mm. The right and left iliac arteries were mildly tortuous, with no stenosis. At talent bifurcated stent graft af3018c170xh and two iliac stent grafts, iw1420c105xh and ixw1818c80xh were successfully implanted. The patient had blood loss of greater than 1000 cc at the time of the implant, which was treated with medication and resolved the next day. Follow-up imaging (CT with contrast) noted aneurysm enlargement. One month post implant the aneurysm diameter was 6.1 cm. One year post implant it was 5.9 cm, two years post implant it was 5.5 cm and at the three year follow-up it was 6.0 cm. No intervention was performed. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Lack of information. Cause of aneurysm enlargement is unknown. Conclusion: lack of information. Cause of aneurysm enlargement is unknown.